Event description:
Reporter indicated that vns pt was hospitalized due to bradycardia. It was reported that the pt uses a bipap machine at home and that they became unresponsive and was taken to the hosp. The pt was reportedly placed on a ventilator, not for the oxygen but for the pressure. The pt's heart rate was in the 40's at this time. EKG reviewed by a cardiologist reportedly indicated that the pt had a sinusbrady rhythm and the cardiologist believed that it was due to the vns. The pt's neurologist does not believe that this condition is related to the vns therapy. There had been no increases in vns therapy settings for over a year.